Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. A review of the log files, extracted from (B)(6), contained data spanning approximately 5 days (14sep2023 ¿ 18sep2023 per timestamp). Intermittently on 15sep2023, 16sep2023, and 17sep2023 while connected to battery power, power cable disconnect alarms and a low power advisory alarm were active due to invalid rsoc faults associated with the white and black power cables being outside the expected voltage threshold. Pump operation was not affected. The heartmate 14 volt battery clip set (lot #: 6815603) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event and the cause of the driveline disconnects; however, no additional information was provided. A root cause for the fluid ingress was determined to be the patient taking a shower, per the reported event details. Heartmate 3 patient handbook, rev. D, section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook , rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-06965, MFR # 2916596-2023-06966, MFR # 2916596-2023-07006, MFR #2916596-2023-07318, and MFR # 2916596-2023-06968. It was reported that the patient performed a controller exchange for red heart alarms after taking a shower. The patient claimed that their controller and battery clips had fluid ingress. The controller and battery clips were exchanged. The battery clips were found to be dirty.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.